Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the hernia was unknown. On an unknown date, the hernia worsened and the patient was treated with an abdominal binder. No surgical intervention was required. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.